Event description:
It was reported that when the ventilator was connected to a pediatric patient, they were unable to get it to ventilate the patient. The patient was placed on another ventilator for transport. No patient harm reported. After the ventilator was removed from the patient, the paramedic was unable to duplicate the reported event during testing.